Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The specificity calculated by the customer for the elecsys hiv duo assay during the reported period was 99.84% (lower 95% confidence limit at 99.80%), which is at the lower end but still within the expected range. The customer did not provide comparative specificity data from previous months. The potential influence of influenza vaccination on false reactive results was noted as a possibility, as described in the literature, but no direct testing was conducted to confirm this. The root cause was attributed to sample-specific discrepancies. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an increase in repeatedly reactive results for patient and donor samples tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module during (B)(6) 2022. The customer reported conducting 53,390 hiv duo determinations in (B)(6) 2022, of which 86 patient sample results were considered false reactive based on confirmatory testing. The customer calculated a specificity of 99.84% (lower 95% confidence limit at 99.80%) for the elecsys hiv duo assay during this period. No comparative specificity data from previous months were provided. Confirmatory testing confirmed the false reactive results.